Event description:
On 05/15/2024 it was reported by a sales representative via sems-06568582 that an ar-6550rrbe burr end detached from the shaft inside the patient. This occurred during use in a case. The surgeon attempted to remove the end of the burr using a pituitary insulated long nose needle instrument. This attempt was unsuccessful. An additional larger incision was made in order to retrieve the fragment. The patient experienced no adverse effects other than the additional incision. The surgeon does not believe this incident is indicative of a product defect but rather attributes it to a judgment error.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.